Manufacturer narrative:
Other, other text: the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy by +19.5 percent. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.